Manufacturer narrative:
This is a duplicate report of 1818910-2014-30930 this report, 1818910-2014-30636, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-30930. .this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/04/2014- patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient was also experiencing pain and instability caused by a complete disruption of the posterior soft tissue cuff. There is no new information that would change the existing MDR decision. The complaint was updated on: 11/12/2014.

Manufacturer narrative:
No other reports found in a search of the complaints databases. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. Medical records were obtained and reviewed by a medical professional. With the information provided, the subluxation and dislocations were a result of the disrupted posterior muscle repair and it is determined the complaint is not product related. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report indicates that the patient suffered a dislocation and had closed reduction. Update received (B)(6) 2014. Clinical report indicates that patient has suffered from recurrent subluxation episodes. There is no additional information that will affect the MDR decision. Complaint was updated on (B)(6) 2014. Update received (B)(6) 2014. Clinical report indicates the patient has now been revised to address dislocation. Complaint was updated (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).